Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated an inaccurate sensor reading that triggered a threshold suspend. The blood glucose was 80 mg/dl and the sensor glucose was 48 mg/dl which is outside of the acceptable range.  Troubleshooting indicated that the sensor reading low limit had been set to 80 mg/dl. No harm requiring medical intervention was reported. It was unknown whether the customer will continue or discontinue use of the device. The product will not be returned for failure analysis.